Event description:
The customer reported to olympus that the video system center socket was faulty, making the image noisy when shaking the connector. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the image noise was due to a faulty scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: occurred due to faulty scope connector. Olympus will continue to monitor field performance for this device.